Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information patient codes: (B)(4) ¿ urgency additional narrative: it was reported that following insertion patient experienced urgency.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat symptomatic pelvic floor defect and cystocele and mesh was implanted along with the concurrent procedure of anterior colporrhaphy. It was reported that the patient underwent mesh removal (excision of anterior mesh with anterior colporrhaphy) on (B)(6) 2001 due to dyspareunia.